Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in sensing measurements from 14 mv at implant to 1.4 mv. Impedance measurements had also increased from 1,000 ohms to greater than 3,000 ohms. Capture thresholds were unable to be obtained due to noise on the rv channel. A chest x-ray was performed showing the lead had perforated near the rv outflow tract into the left lung which caused a pneumothorax. An invasive procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.